Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks due to noisy signals. The technical services (ts) indicated that sense b is likely the phenomenon seen in these episodes, one untreated and one treated, both at night during sleep. Troubleshooting was performed in the clinic and there was no break around the proximal ring electrode and the pin is fully inserted into the header. Furthermore, the physician reported that a lead integrity impairment was found. The plan is still uncertain. Additionally, a change in the impedance was found within the system. This electrode remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: based on the available information, although no product has been returned as it remains in service, boston scientific concluded that the clinical observation of inappropriate shock is a known inherent risk of the device and is noted within the products instructions for use (IFU), as well as the product's risk documentation. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this product remains implanted and in-service. As such, physical analysis could not be conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of inappropriate shock is a known inherent risk of the device. If additional information is provided in the future and/or the device is returned for analysis, a supplemental report will be issued. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: based on the available information and in the absence of product return, it can be concluded that expected or well-understood factors most probably contributed to the event, as the reported observations are covered by the instructions for use (IFU). Risk review: a risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks due to noisy signals. The technical services (ts) indicated that sense b is likely the phenomenon seen in these episodes, one untreated and one treated, both at night during sleep. Troubleshooting was performed in the clinic and there was no break around the proximal ring electrode and the pin is fully inserted into the header. Furthermore, the physician reported that a lead integrity impairment was found. The plan is still uncertain. Additionally, a change in the impedance was found within the system. This electrode remains in service. No additional adverse patient effects were reported.